Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A system checkout was not required as resolution of the issue was confirmed at the time of the event. Part not returned.

Event description:
Medtronic received information that both monitors on the navigation system were flickering. The medtronic rep reseated cables and was unable to replicate the issue. Tech support had the rep delete 500 exams from sr/lupe/exams and go back into the software to attempt to replicate but was unable. System seems to function as it should after deleting patients. There was no patient present when this issue was identified.